Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on april 18, 2017.

Manufacturer narrative:
This report is submitted on february 01, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, february 01, 2017.

Manufacturer narrative:
This report is submitted on july 04, 2017.